Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was reported that since having the implant, she feels therapy had not benefited her. The patient had never felt that when she used the stimulation that she had less pain at any time. It was nauseating having it on after eating or trying to sleep. There was no benefit when going out and running errands and the patient was not supposed to have it on until the patient was home again and by then, the pain had set in. Going out of town or something and after driving and a half hours, the patient started hurting and the pain had already set in when the patient could put the stimulator back once she was there. The patient just did not feel any benefit. She had a scheduled explant for (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that as, a clarification regarding the patient not benefitting from the therapy since implant, they had difficulty with recharging and using the ¿patient remote.¿ troubleshooting performed included reprogramming, impedance check, and patient education. It was reported that the patient had surgery by an orthopedic surgeon in addition to having the device explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported the patient was a slow learner and has had issues charging and using the device. The patient complained the paresthesia was "annoying" and made her feel sick to her stomach at times. The patient did not find the device helpful, had increased pain, and was having a fusion surgery in the near future. The patient desired explant. The entire system was explanted (and not replaced) on (B)(6) 2016. The device disposition was unknown. The event resolved without sequelae. The event was unlikely related to the device or therapy, not related to the implant procedure and due to programming. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.